Event description:
Additional information was received that there were no programming changes made to the device; however, the physician did change the patient's medication. No further information was available.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. The field representative is attempting to obtain additional information. No additional adverse patient effects.